Manufacturer narrative:
G4, h1, h2: further review of this case indicates this is a duplicate report. The event in this report has been already reported under complaint number (B)(4) with FDA reference no. 1020279-2021-08299. All further communication for this event will be managed in case mentioned above, including the results of our investigation. We respectfully request FDA to close this case as a duplicate and refer to the referenced case above.

Event description:
It was reported that, during a thr surgery, the inside snap ring of a tandem uni conv trl 0mm was broken and would not stay on the trial neck. Incident occurred outside the patient. Surgery was resumed, with a delay of less than or equal to 30 minutes, with the same device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
(B)(4).